Manufacturer narrative:
Analysis found broken cable. Handpiece will not run, due to connector broken. Unit had to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was found hot during in service. There was no patient impact.